Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. There was no evidence of endoleak at the conclusion of the implant procedure. It was reported that the pt presented to the emergency room in 2003 with a ruptured aneurysm due to an endoleak of unknown origin. The device was successfully explanted. No add'l sequelae were reported and the pt is reported to be fine. The device was discarded by the hosp and will not be returned for eval.